Manufacturer narrative:
Section b3: date of event is estimated. Section d6b: exact date of explant is unknown.

Event description:
It was reported that patient experienced an infection at the lead and ipg site. Surgical intervention was undertaken wherein the system was explanted to address this issue.taken wherein the system was explanted to address this issue.

Manufacturer narrative:
A patient experienced an infection at lead the lead and ipg site was reported to abbott. Surgical intervention was undertaken wherein the system was explanted to address this issue. As a result, a device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.